Event description:
Affiliate reported that the microsensor in question displayed abnormal high icp readings. Another icp express was connected to the faulty microsensor and the icp readings remained the same at 200 - 230 mmhg. Another microsensor was implanted and the icp returned to normal readings of 15 - 18 mmhg.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.